Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. Other evaluation findings include the following: an insertion tube that was out of specifications with an insulation of 1.5 megaohm, dents on the distal end plastic cover, adhesive removed from the nozzle, a weak air/water flow due to a clogged nozzle, buckling of the light guide tube, and a dry customer label on the scope connector. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had air/water foreign material exiting the distal tip/windshield of the wiper channel. This occurred during a diagnostic procedure. There was no report of patient harm.